Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: prolapse bladder, stress incontinence procedure (s) performed: anterior and posterior repair cystocele repair with pelvisoft/sacrospinous fixation of vaginal vault. According to the reporter, the patient underwent a stress urinary incontinence repair under general anesthesia. Subsequently, she has experienced pain. Complications post pelvicol implant: (B)(6) 2006: stress urinary incontinence (sui), rectocele additional mesh implant along with revision surgery: (B)(6) 2006: underwent posterior repair with avaulta, cysto, pubovaginal sling with pelvicol for stress urinary incontinence (sui), rectocele under general anesthesia